Manufacturer narrative:
Device has not been evaluated by manufacturer. The customer's biomedical engineer will service the unit. Completion of service is pending.

Event description:
The customer reported the vent went in-op with gray screen and error code was displayed. The customer reported the ventilator was in use on a patient during a transportation situation and there was no patient harm. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer's biomedical engineer will service the unit. Manufactures technical support notes stated customer biomedical engineer reported unit submitted with screen went 'gray' complaint, but is unable to reproduce the symptom. Customer reported only error vent inop; data acquisition pcba adc reference failed. Unit was in a transport situation when the problem was seen; applied mechanical stress to display bezel. Manufacture's technical support recommended examining cables/connectors to re-create problem + monitor display. Completion of service is pending. Customer has not called back for further assistance. Follow up attempt made to gather additional information. Customer has not returned call.